Event description:
The customer reported that she was hospitalized due to high blood glucose levels because her insulin pump was not delivering insulin correctly. The customer stated that the insulin pump never gave an alarm, but when it was tested in the hospital, the diabetes educator felt that the motor was moving too slow. The diabetes educator felt that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.